Event description:
Information received from the patient reported that the felt the stimulation from their implantable neurostimulator (ins) stop yesterday. They had been trying to charge for the past couple of days but got the reposition antenna screen on the recharger and poor communication on the programmer. They were not able to communicate using the recharger. The last successful charge session was 2-3 weeks ago. Additional information received from the manufacturer's representative on (B)(6) 2016 reported that there was an alleged overdischarge (od) on the patient's ins. The reason for not charging was reported that there were issues with recharging and that the ins was not accepting a charge which led to the od. The patient went to charge the ins (while it was still functional/not in the od) and they could not connect using the recharger. The patient then went to try to recharge and charge the next day and the ins was in the od state. The representative reported that this appeared to be a "rapid decline to the overdischarge" prior to this, the patient was charging fine and charged approximately every 2-3 weeks. A review of the recharging statistics indicated that the ins was taking a charge appropriately until the most recent session on (B)(6) 2016. It was noted that the patient had a second recharger and it was suggested to obtain recharging statistics from that unit. An antenna locate (al) feature was performed and started a physician recharge mode (prm). The physician was to be informed of the situation since the ins only had 2 years before reaching end-of-life (eol). Follow up information received on (B)(6) 2016 from the representative reported that they did a 60 minute reset for the ins battery and the patient was charging once again. The patient was instructed to charge every day and maybe twice a day if needed to recondition the battery. The patient was using the ins again however they were to be scheduled a battery change in the coming months. It was also reviewed on how to the clear the power-on-reset (por). The indication for use for the implanted device was noted as failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.